Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
(B)(4). It was reported that a "checks clutch/plunger error" occurred staff thinks it is not delivering proper dosage. Cracked button case was noted. May have to replace the top case. Patient involvement is unknown.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Replaced lead screw and both clutch halves also replaced battery for non-OEM battery was found in device. The cause of the reported problem was traced to the customer manipulation of the device (device was dropped or device impact). A manufacturing or service DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or service of the device.